Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Part return requested. No parts have been received by manufacturer for analysis as the part was discarded. Part not received by manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion surgery, the driver broke while being used on a patient. The medtronic representative reported that this patient has very hard bone, tips of drivers broke off. All the pieces were accounted for and discarded. No further details regarding the damage, or if there was a delay due to this issue, were provided. The procedure was completed and there was no known impact on patient outcome.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" ((B)(6) 2015). The revised instructions for use (IFU) were also provided with the notification.